Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 01/05/2024, that on (B)(6) 2024 the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024.date of event is an approximation. It was reported that the patient experienced a skin reaction with an infection which occurred two days after the sensor had been inserted in the arm. The patient developed a rash, redness, and blisters extending beyond the patch perimeter. The patient had itching and burning sensation in the area. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2024, the patient consulted a health care provider who prescribed an oral antiviral medication (valacyclovir unspecified dosage). No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.